Event description:
It was reported that the patient experienced stimulation in the wrong location (toes) from their implantable neurostimulator (ins) system when it was implanted for back pain. It was noted that the ins never worked right so her physician removed it and replaced it with a pump. The patient stated that she "loved" her pump. Additional information was requested, but was not available at the time of this report.

Manufacturer narrative:
Extension: model 7495lz10, serial# (B)(4), implanted: (B)(6) 2002, explanted: (B)(6) 2005, extension model 7495lz10, serial# (B)(4), implanted: (B)(6) 2002, explanted: (B)(6) 2005, programmer: model 7435, serial# (B)(4), lead: model 3887-45, lot# j0214053v, implanted: (B)(6) 2002, explanted: (B)(6) 2005, lead: model 3887-45, lot# j0214156v, implanted: (B)(6) 2002, explanted: (B)(6) 2005. (B)(4).